Event description:
Patient reported that ever since her stimulation was enabled, she has experienced a decrease in appetite and has had their settings reduced to try and resolve this event. No other relevant information has been received to date.